Manufacturer narrative:
The sample was requested for further investigation, however, there was not enough sample volume remaining. From the information available, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas e801 module. The questionable results were reported outside of the laboratory where the physician requested additional testing. The sample was submitted for investigation where discrepant results were identified for elecsys ft3 iii (ft3 iii) and elecsys tsh (tsh) between the customer¿s e801 module, an e801 module used at the investigation site, a cobas e 411 immunoassay analyzer used at the investigation site and the abbott architect method. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the tsh results. The customer¿s e801 module was 1752-03. The e801 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number used at the investigation site was (B)(4). The ft3 iii v2 reagent lot number used with the e801 module at the investigation was 611920 with an expiration date of 31-may-2023. The ft3 iii v2 reagent lot number used with the e411 analyzer at the investigation was 573234 with an expiration date of 31-jan-2023.